Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 5.1 and 5.2 cubies were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5.1 and 5.2 failed and were not detected on the bus. A field service engineer (fse) found that the auxiliary drawer 3.1 had a broken rail. The fse powered down the station and replaced the broken drawer to resolve. The station was powered back on; the hardware testing application (hta) was launched, and final tests were performed. The station was restarted, and the new drawer was addressed through the storage space configuration screen. The customer verified that all drawers were functioning normally. The system functioned as intended after the field service engineer replaced the device.